Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units computer cover isn't closing on unit. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) performed a full calibration, and tested the unit. The equipment works to the manufacturer¿s specs and was cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5).